Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reep0835 showed no other similar product complaint(s) from this lot number.

Event description:
Reported local infection. Start date: (B)(6) 2021; end date: (B)(6) 2021. The ae is a local (catheter site) infection. Mild severity and likely related to the device. Outcome: recovered, no sequelae. The event occurred at the right side of the body. Action taken: device removed.